Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4), nj has been listed in sections d.3. And g.1. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll canada 3.0l yellow container lid was damaged and kept falling off. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported lid keeps falling off/out of container".

Manufacturer narrative:
Investigation summary: no photo or sample representation was provided for the complaint. A DHR review was performed and showed there were no issues reported like assembly difficult during the manufacturing process of the lot number 9262917. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for assembly difficult for the same part number. According to this investigation there is not enough information to determine any root cause for the failure. To rule out misuse, a photo and or sample of the effected product is necessary. Root cause unknown. Bd will continue to monitor for any trends.

Event description:
It was reported that the sharps coll canada 3.0l yellow container lid was damaged and kept falling off. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported lid keeps falling off/out of container".